Event description:
Pt (ss) called the I-flow hotline and reported that after she came home from lap band surgery with the pump, the site started to "bleed profusely". The pt called the surgeon and they had her pull the pump, and then she was fine. Dr. Oldham reported that the pt was recovering.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, part number, or lot number, a complete analysis cannot be conducted. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.